Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use of the bd luer-lok¿ 1 ml syringe medication leaked due to the stop end is missing on syringe. There was no report of injury or medical interventions.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. The complaint appears to be for the absence of retention ring in the syringe barrel. This product does not have a retention ring by design according to its product specification. The design of the product has not changed since october 2008 when the product was first introduced. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer¿s indicated failure mode.